Event description:
It was reported the rf (radio frequency) head port is possibly dysfunctioning. The rf head cable has to be held up in order for it to work. Several different heads were tried with the same result. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the left and right lower display hinges were out of specification, and the hard drive was reconfigured and software was reloaded. (B)(4).